Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, rewind, basic occlusion, prime, compromised force sensor alarm and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump was received with cracked case at display window corners, broken battery tube threads and broken half of reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown l at the time of the incident. The customer stated that the insulin pump had multiple motor error alarms. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a small crack on the insulin pump screen. Customer reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.